Event description:
Pt was being lifted from his bed to a chair via a mechanical lift at (B)(6). While the pt was suspended in the air, one of the loops on a strap of the lift sling broke and the pt fell, striking his head on the ground. He suffered a traumatic head injury and later died from his injuries. The cna performing the lift did not use the assistance of a second staff member per nursing home policy, and a different loop broke on the mechanical lift sling about a week prior, but the sling was never replaced. According to other staff members, the loops were frayed and the seams were weak when they used it for transferring the pt. Nursing home was cited by (B)(4) for multiple violations related to this incident.